Manufacturer narrative:
The customer declined sending the device in for inspection and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer the light post was broken off and there was a cloudy image. It is unknown when the malfunction occurred, but there was no report of patient/procedure impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information about the event was requested. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken light post could not be determined. Olympus will continue to monitor field performance for this device.